Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) drawer 1.2 had multiple failed pockets. A field service engineer (fse) inspected the machine and re-seated the row board cable on the drawer controller board and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pockets ed_c_aux 1.2-d1, ed_c_aux 1.2-d3, and ed_c_aux 1.2-d5 were all unrecoverable with an error message device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.